Event description:
Customer reportedly obtained the following comparison results on accu-chek compact plus system: 29mg/dl and 129mg/dl, 29mg/dl and 169mg/dl, 29mg/dl and 131mg/dl, 29mg/dl and 130mg/dl, 46mg/dl and 211mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.